Event description:
It was reported that during introduction of the bridging stent in the celiac artery (ca) a second icast stent was used with a new aptus steerable 7fr sheath. Due to the acute angle of the ca with the sheath apposed to the wall of the graft due to anatomical reasons, the ID of the steerable sheath was too small to enter properly with the icast which caused the stent to move partially off the balloon.

Manufacturer narrative:
Related MDR: 3011175548-2026-0000073. A follow-up report will be submitted upon completion of the investigation.